Manufacturer narrative:
Correction: b3, d10.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having notice filling slowly and notice draining slowly messages during an unknown phase of their treatment. The patient discontinued treatment during drain 2 of 4 due to the large drain, feeling full, and feeling pain. A review of the patient¿s treatment records identified that the patient drained 6500 ml during drain 2 of the treatment. This drain volume is 325% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having notice filling slowly and notice draining slowly messages during an unknown phase of their treatment. The patient discontinued treatment during drain 2 of 4 due to the large drain, feeling full, and feeling pain. A review of the patient¿s treatment records identified that the patient drained 6500 ml during drain 2 of the treatment. This drain volume is 325% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed, and the cycler was found to be within tolerance. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having notice filling slowly and notice draining slowly messages during an unknown phase of their treatment. The patient discontinued treatment during drain 2 of 4 due to the large drain, feeling full, and feeling pain. A review of the patient¿s treatment records identified that the patient drained 6500 ml during drain 2 of the treatment. This drain volume is 325% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.